Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radius 7 screen is "hazy" with white dots and displaying numerics back to front. By that, the root displayed 98% spo2 and radius displaced 89%. No known impact or consequence to patient.